Manufacturer narrative:
(B)(4). Additional narrative: the patient underwent mesh implantation in order to treat stress urinary incontinence, cystocele, rectocele, and apical vault prolapse. It was reported that the patient had a concurrent procedure of a cystourethroscopy performed during mesh implantation. It was reported that patient underwent a mesh revision on (B)(6) 2009, and on (B)(6) 2010 the patient underwent removal of posterior vaginal wall mesh. No additional information was provided.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly. This is one of three medwatches being submitted as three devices were involved in this event. See also medwatch 2210968-2013-04741 and medwatch 2210968-2012-04744. The same patient is represented in each medwatch.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2005 and mesh was implanted. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent a mesh revision on (B)(6) 2009 and a removal of mesh on (B)(6) 2010.

Manufacturer narrative:
It has been reported that following insertion the patient experienced leakage with urinary urgency. (B)(4).

Event description:
It has been reported that following insertion the patient experienced leakage with urinary urgency.

Manufacturer narrative:
It was reported that the patient died on (B)(6) 2016.